Event description:
New information received on (B)(4) 2019 indicating that the patient presented for procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient was brought into clinic and programming changes were made. The patient was stable post event.